Event description:
They had undergone a stapled hemorrhoidectomy procedure. The customer complained of pain and discomfort as a result of the procedure. In addition, the pt consulted a specialist in colorectal surgery. Per the customer, the surgeon stated, the staples had been placed extremely low in the rectum and upon examination, some of the staples were 'poking through'.